Event description:
It was reported that an unspecified number of syringe 50ml ll experienced leakage past the stopper during use. The following information was provided by the initial reporter: leakage from the plunger.

Manufacturer narrative:
H.6. Investigation summary: one used sample of an unknown lot was received for evaluation by our quality engineer. Through visual inspection of the sample, a leakage past the stopper ribs was observed. The product was disassembled for further inspection, there was no damage noted in the plunger rod or other components that could have caused a leak. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 50 ml ll experienced leakage past the stopper during use. The following information was provided by the initial reporter: leakage from the plunger.